Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed several e-4 occlusion errors. Caller stated that the patient changed all accessories, but after 1-2 hours the device would display an e-4 again. For the past 3-4 days the device has displayed a permanent e-4 error. The patient experienced elevated blood glucose levels. The patient went to the hospital. At the hospital the patient received a blood glucose result of 419 mg/dl and was treated with insulin. On (B)(6) 2018 the patient received a blood glucose result of 300 mg/dl and treated with a pen. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation

Manufacturer narrative:
The investigation determined that the device was operating per specifications and that the customer had not cleared the occlusion error per the instructions in the user guide.